Manufacturer narrative:
An event of EKG changes was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported EKG changes could not be conclusively determined; however, patient¿s condition (severe calcification of the leaflets) and implant depth of 5mm could have contributed to the reported event. The reported surgical intervention was a result of case-specific circumstance as a pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was implanted at a depth of 5mm at non-coronary cusp (ncc). Later in the afternoon, patient started to have long pauses on electrocardiogram (EKG) later that day. On 28 june 2024, patient received a micro pacer and was discharged on (B)(6) 2024. The patient was reported discharged.